Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a patient with rainbow glare of the left eye following lasik treatment. The reporter does not want to be contacted. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).